Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to perform functional check including rewind, basic occlusion, occlusion,prime, excessive no delivery, displacement, self test, reset test andall operating current measurement due to blank display. Pump wasreceived with minor scratched display window, cracked case at displaywindow corners, cracked reservoir tube lip and broken pump beltclip slot.

Event description:
The customer reported via telephone call that the insulin pump had been exposed to fluid and the screen looked cloudy. The blood glucose reading was 430 mg/dl. The customer treated with a manual injection. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.